Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to touch. Customer¿s blood glucose was 206mg/dl. During troubleshooting with tandem technical support, customer applied more force and was able to unlock pump using wake button.